Event description:
On (B)(4) 2013 it was reported that the vns patient has high impedance. It was stated that since (B)(6) 2013 all diagnostics had been fine and on (B)(6) 2013 diagnostics were still ¿ok¿. The patient¿s seizures severity had reduced since implant but over the last 10 days has become ¿more mobile¿ and the impedance was found to be greater than 10,000 ohms. There were no known falls, medication changes, or anything known the have happened which could have damaged the lead. The patient¿s mother also noted an increase in seizure severity over the past ten days and that the patient is more unsteady on her feet. The patient¿s device was disabled and the patient was referred for x-rays. It was later reported that the patient had a seizure increase of all her seizure types ten days prior to the high lead impedance being observed. The nurse was certain that the increase in seizures was due to the vns not functioning. The increased frequency is not back to pre-vns baseline levels but is creeping up. It was stated that the x-rays would not be sent to the manufacturer for review. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The patient was referred for surgery and the surgeon was reported to be checking to make sure the lead pin was inserted or replacing the lead if necessary. Although surgery is likely, it has not occurred to date.

Event description:
The generator analysis was completed on (B)(4) 2014. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.737 volts, indicating an eos condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2014 it was reported that the patient¿s x-rays revealed a pin dislodged and the lead pin was therefore re-inserted in surgery on (B)(6) 2013. On (B)(6) 2013 the vns was turned on and ramped up. Diagnostics were reported to be all ok. There was a reduction in frequency and severity of seizures with improved mood. On (B)(6) 2013 however, the school reported a ¿strong seizure¿ that required buccal midazolam and there has been an increase in seizure frequency and severity since. Swiping the magnet was also ineffective for these seizures. The patient¿s mother also reported that the patient is more unsteady on her feet, which is usually reported when the seizures are more problematic. The patient¿s settings were noted to be output=0.5ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=0.75ma/magnet on time=60sec/magnet pulse width=500usec. Diagnostics showed high impedance again on (B)(6) 2013 with an impedance value of >=10,000ohms. The vns was therefore disabled again and the patient was referred for surgery. The patient underwent a lead revision on (B)(6) 2013. A lead break was found but the lead was not saved for return to the manufacturer for product analysis. It was stated that everything is fine with the new lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s generator was explanted due to battery depletion. The explanted generator was returned to the manufacturer where analysis is currently underway.